Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
(B)(6) study pt with previous lumbar fusion in 2000 (l2-l3 hemilaminectomy, diskectomy and fusion), presented to the surgeon complaining of painful hardware on (B)(6) 2011 and the decision was made to return the pt to the operating room for removal of the lumbar hardware on (B)(6) 2011. This report is #15 of 15 for the same event.